Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung wedge during a laparoscopic lung wedge resection, the surgeon was able to press the green button and squeeze the handle however the handle exploded while firing, and after loading a new staples, the handle could not be fired again. A suture was used to complete the case. There was no patient injury.